Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to evaluate the dxc 700 au clinical chemistry analyzer. The inspected the instrument and found that the ise (ion selective electrode) reference (ref) valve was not dispensing the correct amount of reference solution. The failure mode was identified as faulty ise ref valve. The fse replaced the ref valve to resolve the issue. No further issue was noted after part replacement. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported erroneous erratic patient results generated for ise (ion selective electrolyte) which includes na (sodium), k (potassium) and cl (chloride) with low/negative anion gaps on their dxc 700 au clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated to this event.